Event description:
It was reported by service report that excess restraint strap got caught in the base of the cot when raising, causing the litter support tube to come out of the sensor housing assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Excess restraint strap got caught in the base of the cot when raising.